Event description:
According to the reporter: the stapler was closed till the green indicator was well visible, the click was felt and then the instrument was fired. However, the instrument did not cut the tissue and the blade was not deployed. On re-examining, the anvil was in position and the purestring was tight. The procedure was converted to a conventional procedure, and operative time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).